Event description:
On 06/15/2000, the surgeon informed the distributor's sales rep of the following: while priming the device body before insertion, the surgeon experienced leaking around the pipette of the device. Surgeon then asked for another device which the hosp did not have. The distributor's sales rep was called to deliver another device. This device was placed without further incident. No further details were provided.